Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an unknown procedure. During the procedure, while inserting a screw, a cannulated hexagonal screwdriver shaft broke off. A fragment was retrieved and the surgery was completed by opening another set for a second cannulated hexagonal screwdriver shaft. It is unknown if there was any surgical delay. The patient's status is unknown. Concomitant device: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This report is for 1 cannulated 4.0mm hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).